Event description:
It was reported that customer experienced multiple occlusion alarms, and noted that bolus doses over 10 units did not go through successfully unless broken into smaller amounts. There was no adverse impact to the customer's blood glucose level. Customer resolved issue by changing infusion set and cartridge and resuming insulin.